Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se was not able to duplicate the reported condition. The se updated the software to the current revision and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.